Event description:
Complainant alleged that during biomed testing, the device displayed "pacer fault 116", "defib fault 72" and "defib disabled messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.